Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: it was reported by customer that the separations are occurring at the safety clamp. Nurses are saying, the 3-4 times it has happened has only been at safety clamp and from that one lot. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Per the nurse's separation of the sets happened while setting up to prime the line. There was no injury or impact to the patient. A different nurse stated they also had a separation the week of (B)(6) 2025. The exact date is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer indicated that the samples for this complaint was submitted with previous bd complaint pr (B)(4). Three samples, and three photos, were received and investigated under the previous complaint. Visual examination indicates separation at lower pumping segment fitting to tubing. Further examination of the tubing under magnification does not indicate solvent residue on the bonding surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause for the separation was an issue with the solvent dispenser and the incorrect use of the assembly fixtures by the assembler. Inspection of the solvent dispenser was conducted and retraining of the production staff was conducted in order to insure a correct assembly in future production. A device history record review for model 2420-0007 lot number 25055465 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.